Event description:
As reported by the user facility: 873050u, serial #(B)(4). Event: underinfusion. No specific date is available, but has been occurring more frequently this past month. Details: hung medication via secondary set - 250ml over 1 hr. Infusion took 2 hours, no filter used with secondary set. Ref MFR report #9610825-2013-00134.